Event description:
The device was returned for service with a report of "channel b infuses wrong voulme." Information was not provided regarding whether or not the device was in pt use when the event occurred. The hospital rep. Stated they have no record of any pt incident involving the pump since the last baxter service event.